Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional info has been requested from the user facility and the physician. The user facility has not determined this to be a reportable event at this time. The biopsy has been sent to an outside facility for testing and this report will be amended when that investigation is complete. This is not the implanting hosp; therefore, identification of the product(s) used cannot be confirmed. This is the same event as 1043534-2008-00016.

Event description:
Allegedly removed tissue, as a further attempt to obtain a union, from the site of the nonunion. Special stains obtained for microorganisms are negative. Also obtained immunohistochemical stains for cd45 and cd34 were also negative. Mva, non-union of the tibia.